Manufacturer narrative:
Investigation: a biomérieux internal investigation was initiated in response to this customer complaint of a misidentification of yersinia bercovieri as yersinia enterocolitica in association with the api® 20 e 25strips (ref 20100). The lot number was not provided. As the lot number of api 20 e strip used is unknown and strain not available, the investigation was completed by analyzing the api database content and by testing strains of yersinia bercovieri available at biomérieux. Api database: yersinia bercovieri is not included is the api 20 e (references 20100 and 20160) database. Therefore, an identification result of yersinia bercovieri is not possible with these product references. Internal samples: four (4) biomérieux strains of yersinia bercovieri were tested with the api 20 e. Two (2) strains obtained single choice identifications of yersinia enterocolitica, one (1) strain obtained a low discrimination identification which included yersinia enterocolitica, and one (1) strain obtained no identification. Testing of internal strains reproduced the customer's claimed misidentification. Complaint trend analysis: a complaint trend analysis was performed on product references 20100 and 20160 (api 20 e) and reviewed complaints since 2017. No other complaints were registered for this issue. Risk assessment: biomerieux risk managers assessed the severity of the associated hazard as negligible and the overall risk to be irrelevant. Conclusion: as yersinia bercovieri is not included in the api 20 e database (product references 20100 and 20160), accurate identification is not currently possible with these product references. As some yersinia bercovieri strains available at biomérieux were identified to yersinia enterocoloitica, a study will be done to evaluate the possibility to integrate yersinia bercovieri in a future api 20 e database update.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of yersinia bercovieri as yersinia enterocolitica in association with the api® 20 e 25strips (ref 20100). The lot number was not provided. The customer stated that they obtained a very good identification of yersinia enterocolitica. The strain was sent to the institut pasteur where the identification was determined to be yersinia bercovieri via maldi-tof analysis. Api 20 e: yersinia enterocolitica, maldi-tof: yersinia bercovieri. There is no indication or report from the customer that this event led to any adverse event related to a patient's state of health.